Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port detached during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received a 20ga catheter-adapter assembly extension set along with no packaging material. The extension set was received in 2 portions: the y adapter with the extension tubing was separated from the port of the wing adapter. No traces of adhesive were found on the extension tubing or the adapter port. DHR- the lot number was built / packaged on nfa line #1 from july 8, 2018 thru july 14, 2018. Review disclosed one non-related qn ((B)(4)) was initiated during build of this lot. Disposition, root cause and corrective action were applied per quality control plan. All other required challenge samples, set-up and in process testing were performed and passed per specifications. Investigation conclusion: manufacturing- the defect observed was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port detached during use. No serious injury or medical intervention was reported.